Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade iii and rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, underweight, non-penetrating nicks, dark ring. Microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. The device has been explanted.